Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing of 11 large prostate samples run on a nine (9) hours protocol, using peloris tissue processor serial number (B)(4). On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2011. System verification tests were performed in accordance with the requirements specified in the peloris service manual s26.7502.500 rev. C01. The results for all tests were satisfactory, and the instrument was found to be operating within specification. During the site visit, the complainant advised the fse that two (2) baskets of cassettes had been placed in retort a before a quick clean protocol had been run. This action is not in accordance with the peloris/peloris ii user manual rev. K2011. When notifying leica microsystems of this complaint, the complainant advised that all tissue exhibiting sub-optimal processing was diagnosable. Investigation of this complaint by leica microsystems is continuing.